Event description:
My husband, (B) (6), was in a (B) (6) facility at (B) (6) for recovery after stroke which had happened on (B) (6) 2009. He has worn trach since the stroke. He was transferred from (B) (6) hospital in (B) (6) to a (B) (6) sub acute in (B) (6). He has been reported improved until the week of (B) (6) 2010. He could communicate with me by writing or even talking very soft while wearing the trach. On (B) (6), when I came to visit him, he complained pain at the heart area and I saw him cough a lot and breathe difficulty. I went out of his room looking for the nurse to tell what happened, the nurse said they had recently changed the new trach for him and it took times to get used to the new one. On (B) (6), I and his younger sister came to visit him, we saw him breathe very hard. We asked him why; he pointed to the same spot which is by the heart area. We gave him a piece of paper and a pen to write how he felt. We still have that piece of paper. He wrote he felt hurt around that spot, breathed difficultly and something like dr put oversized trach this time. He breathed very hard. (B) (6) evening, my mom and my younger brother visited him. According to my younger brother, when he first walked in the room, he saw my husband struggled breathing and his face very red. Friday afternoon, I received a phone call from the hospital saying that my husband passed away because the heart rate dropped. On (B) (6), I and my sister requested to have the dr come right away and saw him. The nurse called him and he said, he was busy he would come when he had time. When we saw him continued to complain we went to the nurse again. She made a phone call and dr said he would come but did not know when. On (B) (6) 2010, when I called the nurse and complained about his unusual cough and breath, the nurse called the dr and he did the same thing: said would come but never came. I wrote this e-mail to you to complain about the negligence of the dr and the facility to my husband's situation. I also would like you to recall the trach that they had changed for my husband. I lost my husband. It is a big pain for me and my family. I do not want this happen again to other pts. Please consider my complaint and do the investigation about this. My husband will be cremated on (B) (6 )2010. Please consider this complaint and bring justice to me and my family though I know he will never come back. (B) (6). Please understand my pain and do something for me and my family. We still have the piece of paper he wrote, and the small chalk board we wrote to the dr on wednesday to explain what happened in case he came, and we would not be there. We still have them as proofs; and also if they are honest, in my husband's medical records you can see how many times we complained and requested the dr came but he never showed up. Thanks a lot for looking into the accident! (B) (6)-. (B) (6) diagnosis or reason for use: respiratory.